Event description:
On (B)(6) 2026, orthopediatrics corp. Received a complaint involving a 6.0 x 40 mm pedicle screw (p/n 00-1300-0640, lot 246588-m) used during a scoliosis procedure at (B)(6) hospital. The pedicle screw shaft fractured post op. The surgeon reported that the tulip and a portion of the shaft were retrieved; however, a portion of the fractured device remained in the patient. The event required a revision procedure. The procedure was subsequently completed successfully.